Manufacturer narrative:
E1. Reporter name and address. Address - line 1: (B)(6). H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an edwards valve of unknown model and size implanted in the aortic position was planned for a valve-in-valve procedure after an unknown implant duration for unknown reason.

Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation, no details regarding the device, what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.